Event description:
Approximately 3-hours into a dialysis treatment, the patient complained of not feeling well. He became nauseated with an increase in bp: 186/96. Treatment was stopped after the blood in the extracorporeal circuit was returned and the patient was discharged home. During disinfection process, it was found the tip of the ph probe was broken off. It could not be determined if the ph probe had broken during treatment or disinfection. As a precautionary measure the physician requested the patient be evaluated in the emergency department. The patient was evaluated in the emergency department. His laboratory tests were within normal limits and he was discharge home.

Manufacturer narrative:
The phoenix machine was inspected by the facility's biomedical technician. He found the phoenix machine to be performing within manufacturer's specifications. During disinfection process, it was found the tip of the ph probe was broken off. It could not be determined if the ph probe had broken during treatment or disinfection. The investigation revealed the ph probe used during this event was not a gambro ph probe; they were using a ph probe from another manufacturer that had not been validated for the phoenix machine. This facility returned to using gambro distributed ph probes. Gambro has no information to suggest that the phoenix machine caused or contributed to the reported event. The phoenix machine was inspected by the facility's biomedical technician.